Event description:
It was reported that the hydrophilic coating peeled off. The target lesion was located in the mildly tortuous vein. A 180x25cm fathom-16 was selected for use. During the procedure, about 30 minutes of using the fathom wire, the physician took the fathom wire outside the patient to reshape it. However, while reshaping the wire, the hydrophilic coating peeled off with it approximately from the tip. It was confirmed that no coating/wire fragments were left inside the patient and the procedure was completed with a different device. There were no patient complications reported.